Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead.

Event description:
A trial patient reported that he found blood on sheets last night. He had bleeding at incision site. He had changed tape to secure the lead but he felt one lead may have been pulled out already. The issue was not resolved at time of the report. Patient status was noted as alive, no injury. The patient had advance evaluation (ae) trial.